Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker reverted to safety mode. The patient experienced pocket stimulation. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. This product has not been returned for analysis.